Event description:
A malfunction alarm was reported, identified as malfunction code 0, with fault ID 0-0x237b. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to utilize an alternate backup insulin therapy, mdi, and arranged for a replacement pump with updated software to be sent. The customer was guided on the process to put the faulty pump into storage mode before returning it, and was informed to return the pump within ten days to avoid charges. Additionally, the customer was advised on programming pump settings and connecting their cgm to the new pump. All instructions were understood and acknowledged by the customer.